Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown. Batch records for all batches delivered to the us market (4 batches) has been checked. Review all DHR´s did not shown deviationsto specifications.

Event description:
Inferior end plate fracture (broken vertebral body) and a posterior shift of the subject device prompted revision surgery. There were no complications reported during the removal procedure.